Event description:
It was reported that during an unknown procedure, the jaws and clips were not closing properly. The procedure was completed with a same like device. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.